Event description:
Knee joint effusion [joint effusion]; pain in knee [arthralgia]. Case description: a spontaneous report was received on (B)(6) 2010 from an hcp, regarding a (B)(6) male pt with a history of gonarthrosis of the right knee, initials (B)(6), who experienced pain and effusion of the knee joint after starting synvisc-one. On (B)(6) 2010, an initial report was received from the hcp regarding the pt. The hcp reported that the pt had received one injection of synvisc-one in an unspecified knee on (B)(6) 2010. According to the hcp, the pt experienced pain and joint effusion during and after the injection. The pt's knee was punctured by the treating physician (no info was given regarding the exudate). The pt was prescribed ibuprofen 600mg tablet once in the morning and in the evening. According to the pt's general practitioner, the pt has a history of visco-supplementation with durolane. The pt was scheduled to follow-up with the treating physician on (B)(6) 2010. On (B)(6) 2010, additional info was received from the pt's hcp. The info provided in the first report was reiterated. The date of the first effusion was provided as (B)(6) 2010. Also, the hcp stated that the right knee was treated. The exudate from (B)(6) 2010 was sent for analysis to test for pathogens and growth. The exudate was sterile. On (B)(6) 2010, the pt experienced recurrent effusion. On this occasion the pt's knee was punctured and then injected with xylonest 1%, triamcinolone 40. In the opinion of the treating physician, the event knee joint effusion was of moderate intensity and probably related to the use of synvisc-one. The use of this device has been permanently stopped in the pt. According to the pt's hcp, the outcome of the pt at the time of this report was recovered. Manufacturer's comment: the benefit-risk relationship of synvisc-one is not affected by this report.